Manufacturer narrative:
Analysis was performed on the returned device. The reported device entrapment could not be confirmed due to suture was not returned and the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to device entrapment include, but not limited to, tissue or suture caught in the foot or the posterior cuff partly deployed in the foot. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the calcified left common femoral vein using a prostyle device after a patent foramen ovale (pfo) interventional procedure using an 8f sheath. Reportedly, when trying to remove the device after deployment the blue suture would not dislodge from the device. The suture had to be cut to remove the device. The remaining suture and knot were able to be used successfully to achieve hemostasis; however, an additional prostyle was also used as a precaution. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.